Event description:
It was reported that during inspection, on (B)(6) 2026, the unit was found non confoming due to hair substance 1/20 ea and foreing substance 6/20 ea. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.